Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the universal seal for failure analysis evaluation. As of the date of this report, isi has not received the device.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon visually found black pieces inside the patient that possibly came from a universal seal (i.e. Cannula seal). The fragments were retrieved during the same procedure which was completed robotically. According to the initial reporter, the customer will be returning 4 universal seals that were used during the case.